Manufacturer narrative:
Mindray svc rep reprogrammed the unit and performed the required preventative maintenance. Calibrated and safety tested the monitor to factory specifications.

Event description:
Customer reported the passport 2 monitor intermittently shuts down which may have resulted in an intermittent loss of monitoring. No pt injury was reported.